Manufacturer narrative:
Continuation of d11: product ID 8782 serial# (B)(6) product type catheter product ID 8784 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2019 product type catheter additional review determined that the previously reported information pertains to manufacturer's report # 3004209178-2019-05673 [hole in the catheter, replaced]. Additional information regarding that event will be reported under that manufacturing number. This manufacturing report pertains to the following information: [hole in catheter following 2019-3-15 revision] medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8782, serial# (B)(4), product type: catheter; product ID: 8784, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the pump was not effective and the patient soon started to experience swelling around the pump in the buttocks pocket where the pump was implanted. The healthcare provider (hcp) performed a procedure on (B)(6) 2018 to put an epidural blood patch next to the lumbar intrathecal catheter and to aspirate fluid from the area. This procedure did not help and the fluid quickly returned. On (B)(6), the hcp took the patient back into the operating room to find out what was going on with the pump and catheter. The pocket was opened and a large amount of yellowish serosanguineous fluid was aspirated. The pump was removed from the buttocks pocket and immediately it was noted that about an inch away from the connector site of the lumbar catheter to the pump there was a partial tear in the catheter, so a leak was coming from that area. The pump was disconnected from the catheter and the catheter had a lot of fatty tissue around it and while the hcp was cleaning it, the catheter came out of the lumbar area. Subsequently, an incision was made over the lumbar area and that area was explored and there was no leakage from the site of the catheter. With the use of fluoroscopy and tuohy needle, a new lumbar catheter was placed in and advanced to the lower thoracic area. This was brought into the buttocks pocket with a passer. A 2-0 silk purse string suture was placed around the catheter. The hcp decided not to put an anchor in because the patient was very thin and there was no subcutaneous tissue present at the anchor. Both wounds were irrigated with antibiotic solution. Hemostasis was obtained. The catheter was trimmed and then attached to the pump and checked for this connection and it was completely tight in place. The buttocks incision was then closed.

Event description:
Additional information received from a consumer reported on or about on (B)(6) 2019, the patient was seen by their hcp because they were still not experiencing any, or very little, pain relief despite the pump¿s dosing of morphine. The patient also complained of nausea, vomiting, and no reduction in pain since the replacement of their catheter. On information and belief, this nausea and vomiting and lack of pain relief was due to spinal fluid leaking into the patient's buttocks as caused by a defect in the new catheter. On or about on (B)(6) 2019, the patient was still not experiencing any, or very little, pain relief despite the pump¿s dosing of morphine. The patient stated that even manually administering the medication through the pump provided no relief. It was noted the patient was ¿wobbly¿ and had fallen over several times. On or about on (B)(6) 2019, the patient was admitted to hospital for several days because they were leaking a clear fluid from the incision where the pump had been implanted and revised. The patient was sutured to stop the leakage. Several days later, the patient followed up with the hcp to request the pump be removed. On or about on (B)(6) 2019, the patient was still not experiencing any, or very little, pain relief despite the pump¿s dosing of morphine. The patient also presented on this date due to additional spinal fluid leakage from their incision site. At this time, the hcp performed the operation to remove the patient's pump system. Upon inspection, the hcp found a large amount of spinal fluid and morphine surrounding the area of the pump implant. The hcp inspected the catheter on removal and found the same type of tear as the original defective catheter. It was noted the internal tubing was sticking out and was leaking. The pump and catheter were returned to the manufacture for further testing. Following the removal of the pump and catheter, the patient experienced additional leakage of spinal fluid from the incision where their pump had been removed, as well as a resulting skin rash, for seven or more days. The hcp applied dermabond to the wound site on or about on (B)(6) 2019 to help the wound stay closed and stop the leak of spinal fluid. As a result of the aforementioned defects and malfunctions, the patient's device failed to deliver the prescribed medication as programmed, resulting in severe fluid build up around the space of the pump, withdrawal symptoms and/or overdose symptoms as medication was released into her body, leakage of her spinal fluid into her buttocks, multiple hospitalization and office visits, no or little therapeutic relief of her pain, and, ultimately, removal of their pump and catheter.

Manufacturer narrative:
Continuation of d11: product ID: 8782; lot# serial#: (B)(6); product type: catheter; product ID: 8784; lot# serial#: (B)(6); implanted: on (B)(6) 2019; explanted: on (B)(6) 2019; product type: catheter; h6: additional patient codes: c3442, c3258, c50458, c50558, c26726. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-may-13, additional information was received from an healthcare professional (hcp). Information reported the date of the surgical exploration occurred on (B)(6) 2019. The hcp stated that the catheter was defective at the same site twice. The pump and catheter were removed on (B)(6) 2019. The hcp stated that the reason for the surgical exploration was "spinal fluid leak - infection". The patient had experienced symptoms. Information stated, "she basically had no relief of her pain because the medication was not delivered in the spinal canal. The medication in use at the time of the event was preservative free morphine sulfate (10 mg/ml, 0.999 mg/day). The cause of the damage to the catheter was requested and the hcp stated, "there was no iatrogenic cause. At both times the same site was torn and the internal tubing was sticking out and was leaking". The hcp provided copies of their operative reports. The report for 2019-apr-30 provided the following information. Preoperative diagnosis: status post implantation of lumbar intrathecal catheter and morphine pump in the buttocks pocket with csf leak from lumbar incision; chronic pain syndrome; recent diagnosis of thoracic transverse myelitis with bilateral lower extremity pain, requiring large doses of IV steroids. Post-operative diagnoses: status post implantation of lumbar intrathecal catheter and morphine pump in the buttocks pocket with csf leak from lumbar incision; chronic pain syndrome; recent diagnosis of thoracic transverse myelitis with bilateral lower extremity pain, requiring large dose of IV steroids; defective catheter with tear in the catheter close to the attachment to the pump. Operative procedure notes; this lady had spinal fluid leak with collection in the buttocks pocket in the past and after trying to stop it with epidural blood patch, thinking the leakage was coming from the csf leak around the lumbar catheter, which was not successful. I subsequently opened up both incisions and found that there was a tear in the catheter coming toward the pump about an inch before it got to the connector to the pump and this was a small tear that made the internal tubing stick out for a few millimeters out of the external sheath and was leaking fluid from there. At that point, the system was removed and a new catheter was placed in and this was sent to the manufacturer to check for defective catheter problems. She was implanted with a new pump and a new catheter and the pump was placed back into the buttocks pocket. Last week, she had a an episode of bilateral lower extremity weakness and was admitted to the hospital and studies were performed. She was found to have signal change in the thoracic spinal cord and was diagnosed by her neurologist as having transverse myelitis and was treated with high doses of IV steroids and weakness got significantly improved and she was put on oral steroids and discharged home. Then, she came in to my office leaking from a few weeks old lumbar incision from the bottom of the incision and I put one suture in that area and stopped it, and she went home and when she went home, she started leaking again. So, we brought her to the hospital today and admitted her for exploration to find the reason for that we can remove the system. After the patient was brought into the operating room and adequate level of general endotracheal anesthesia was obtained, the patient was placed on the operative table in prone position and chest rolls were placed under her and all the pressure areas were protected. Sutures were removed from the lumbar incision and the area was prepped and draped using the routine sterile fashion. I first opened the lumbar incision and there was not significant amount of fluid collection in that area. Then, I opened the buttocks pocket incision with askin knife and as soon as this was opened, large amount of spinal fluid mixed with medication leaked out. The pump was then investigated inside the pump pocket and the same type of tear in the catheter with part of the internal tubing sticking out of the tear was observed exactly more or less the same distance from the attachment to the pump. Pictures were made of this and then I removed the whole system together without disconnecting the catheter. The exit side of the catheter from the subcutaneous tissue in the lumbar incision was found. A few drops of spinal fluid leaked out. I went in with evicel glue. I injected some glue and before this, I put a pursestring 2-0 silk suture around it and tightened the suture and multiple valsalva maneuvering by the radiologist did not show any leakage. Both wounds were cleaned and I cultured the lumbar wound and then irrigated both with betadine solution and gauze and copious amount of antibiotic solution and then put a subcutaneous jp drain in the lumbar incision and tunneled it out. In the buttocks pocket, there was a large pocket present and I got rid of the dead space with putting 2-0 vicryl interrupted sutures and closed off the dead space. Then, 2-0 and 3-0 vicryl interrupted sutures were used and staples for the skin. A sterile dressing was applied. Patient tolerated the procedure very well and was transferred to recovery room in a stable satisfactory condition.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 19-nov-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-may-06, information was received from an healthcare professional (hcp) via a manufacturer representative (rep), regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump for failed back surgery syndrome, spinal pain and other chronic/intract pain (trunk/limbs). Information received reported there was a tear/hole/fracture in the catheter and the catheter had a leak. The hcp reported the outer sleeve near the connector appeared to be torn and the catheter was leaking near that area. The issue was diagnosed via surgical exploration. Information stated, "the pump was also removed, but caller did not know why or whether the system was replaced or just explanted". No patient symptoms were reported. The event date was not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient complained of swelling and pain. The location of the symptoms was other. It was noted the patient had a defective pain pump and/or defective component of a pain pump. No further complications were reported/anticipated.

Manufacturer narrative:
The catheter was returned and analysis found damage to the transition tube. Concomitant medical products: product ID: 8782, serial# (B)(4), product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.